Event description:
The patient has a history of hemophilia and had to have a c-section, the provider decided to use surgiflo during this case and the kit. When the fluid was injected into the vial it did not mix and was unable to use.